Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer loaded a new cartridge successfully and received an accurate fill estimate. Additionally, the customer reported the insulin on board (iob) feature displayed an inaccurate amount of units. Tandem technical support examined pump data logs and verified there was no issue with iob. Reportedly, there was no impact to the customer¿s blood glucose level.